Manufacturer narrative:
The device was returned to zoll medical (B)(4) for evaluation. During investigation of the device to determine root cause, the technician observed physical damage to the battery well near the pins consistent with mis-handling. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.